Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cruciate ligament of knee joint repair, after the t1 of the fast-fix 360 was implanted, the t2 implant deployed simultaneously. The t implants were not deployed through the meniscus and were removed from the patient with tweezers. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. The patient current status is good.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of firing problem. There was a relationship found between the device and the reported event of material deformation. A visual evaluation of the device showed that the device was returned in the original packaging with the batch number of the complaint on the label. The t1/t2/suture were returned off the needle. The actuator is in the pre-t2 position. The needle is slightly bent. There is bio debris on the needle. A functional evaluation showed the actuator cycled once to the pre-t1/post-t2 position then would no longer cycle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaints of firing problem and material deformation were confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time. B5

Event description:
It was reported that during a cruciate ligament of knee joint repair, after the t1 of the fast-fix 360 was implanted, the t2 implant deployed simultaneously. The t2 implant was not deployed through the meniscus and both ts were removed from the patient with tweezers. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. The patient current status is good.